Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the battery compartment was cracked on the side from the threads to the cover. Unrelated to the original complaint, the audio bolus button cover was torn but still operable.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.